Event description:
After the lead was initially repositioned, no screw was visible after 20 rotations on the x-ray. Sensing rate <5mv. The same situation in two more positions. A new lead generates in its first position with sensing values of approximately 8mv.